Event description:
Surgical intervention occurred to remove the lateral a poly insert for patient with a total knee implant. The lateral b poly insert was implanted. The lateral b poly insert is 1mm thicker than the lateral a poly insert.

Manufacturer narrative:
Surgical intervention occurred to remove the lateral a poly insert for patient with a total knee implant. The lateral b poly insert was implanted. The lateral b poly insert is 1mm thicker than the lateral a poly insert. Review of the device history record indicates that the device was manufactured to specification. Device evaluation: the explanted lateral a poly insert was returned to conformis. Visual examination of the returned insert shows significant damages to the posterior aspect of the insert. Impressions observed on the insert suggest that the posterior aspect of the insert was not engaged with the tibial tray at the time of impaction. It appears that the insert was not fully snapped in at the time of implantation.